Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The home patient (hp) stated that when he woke up, his floor was very wet and did not know where the leak came from. The technical service representative (tsr) explained the alarm and advised to check the supplies carefully that night during set up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp came into the clinic the previous week and was doing well on therapy. The hp had not reported this event to the nurse however, and the nurse stated she would attempt to follow up with the hp. No further information was available.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed. The cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.